Manufacturer narrative:
(B)(4). Fss checked the laser. Prior to the event, surgeon was able to complete 7 flaps without issues. Fss upgraded to z stepper and galvo block. Calibrated applanation and gelled @ 120um to surgical settings. Gels were in specification. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that while creating the flap in patient¿s right eye two bubbles formed centrally during the pass, not through the flap, and followed by a thin vertical line (uneven flap bed). Johnson and johnson surgical vision field service specialist (jjsv fss) was present and advised not to lift flap however, surgeon did the attempt and was not able to lift it in the area where the bubbles appeared. Lift was aborted. He lifted the flap for the left eye with no issues and plans to have the patient return in the future to complete possibly a photorefractive keratectomy in the right eye and lift the left flap to complete the excimer procedure.

Manufacturer narrative:
Correction: result codes - it was incorrectly there was a mechanical problem (code 180) with the system. The correct code should have been 213 to reflect the findings by the field service. Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.